Event description:
Complainant alleged that while defibrillating a pt in cardiac arrest, the device appropriately discharged three deliveries of energy to the pt. Upon the fourth discharge, the device made a loud "bang" sound and displayed a "bridge test failed" message. The device was then unable to charge or discharge energy. Complainant indicated that the pt subsequently expired.